Manufacturer narrative:
The pump passed the displacement test. However, the pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. No alarms were noted. The drive support was inspected, and no anomaly was noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump alarmed compromised force sensor system. Customer's blood glucose was unknown. Troubleshooting was performed. The device wasn't dropped or bumped prior the alarm occurring. The drive support cap was reported normal and customer's mother stated the customer didn't it press it in while connected. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.